Event description:
Information was received indicating that the cannula to a smiths medical cleo® 90 infusion set broke off inside the side patient during the night. Subsequently, the patient went to the emergency department for blood sugar management and cannula break. The cannula could not be located as the physician could not identify if the cannula was removed or not from the patient. Blood sugar at the time of the incident was 296 mg/dl. The patient reported that they weren't getting enough insulin via the smiths medical device and that a correction bolus was required following set change out. The patient recovered and the blood sugar was reported to trend down. No further adverse effects were reported.